Manufacturer narrative:
It was reported that the patient had a chronic driveline infection and expired from sepsis. Evaluation of the device showed findings consistent with a low flow state. Depositions consistent with low flow were confirmed through the evaluation of the lvad. Examination of the inflow conduit and the outflow elbow upon disassembly of the device revealed depositions of loosely clotted blood. Evaluation of the pump revealed similar depositions of loosely clotted and tissue-like clotted blood. Further analysis of the pump revealed a denatured deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, the contact marks observed on the rotor¿s bearing cup suggest that it was present while the pump was supporting the patient. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, these depositions are indicative of poor surface washing due to a low flow state. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the lead did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the pt expired due to sepsis. The MFR received info approximately 20 days later indicating that the pt had a previous chronic driveline infection noted by the physicians. No autopsy apparent in the pt chart, however, the pump was functioning as intended.

Manufacturer narrative:
Weight: not provided to the MFR. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.